Event description:
It was reported that the customer experienced an elevated high blood glucose (bg) level displayed as high with high ketone levels; cause was due to customer using an expired sensor resulting in not receiving continuous glucose readings and consumption of high fat meals. Reportedly, the customer administered a manual injection to address bg level and performed a supply change. Customer was admitted into the emergency room (ER) and was subsequently hospitalized; customer was treated with saline and insulin fluids. The customer was release from the hospital, the following day, on (B)(6) 2022. Customer did not sustain any permanent damage. At the time of the event, no issues were observed with the pump, cartridge, infusion set tubing, infusion set cannula, or the insulin in use.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: your sensor gives you sensor glucose readings for up to 7 days. The performance of the sensor has not been tested beyond 7 days. When the sensor session ends, you will need to replace the sensor and start a new sensor session.